Event description:
It has been reported to smith & nephew orthopaedics that a revision surgery was performed in a foreign country, due to instability. The revision occurred approximately 3-12 months after implantation. This is all of the info that has been received at this time.

Manufacturer narrative:
Na